Event description:
It was reported that a helix anomaly was observed on the lead. It was not possible to fix the lead and attempts outside the body to resolve the helix issue were unsuccessful. The helix seemed blocked. The lead was exchanged. There were no patient consequences.

Manufacturer narrative:
The reported events were helix mechanism issue and unable to implant. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies.